Event description:
It was reported to boston scientific corporation in late 2006 that a jagwire guidewire was used in a procedure the same day (patient age, gender and weight are unknown). According to the complainant, following the removal of the jagwire guidewire from the patient's body, it was noticed that the tip of the device was peeled off. The physician also noted that nothing fell into the patient. No patient complications were reported as a result of this event. The patient,s condition was reported to be satisfactory.

Manufacturer narrative:
Visual inspection of the returned device revealed that the tip of the core wire is exposed, but the pebax is still present. A deep scratch is present on the pebax tip. This indicates that the tip likely came into contact with a sharp object. Although the investigation results indicate that procedural factors may have contributed to the device failure, the exact cause of this malfunction cannot be determined.